Manufacturer narrative:
A ge rep evaluated the system and replaced the cpu and the image processor. System operates as intended. (B)(4).

Event description:
The customer reported the system will not boot or power up. No pt injury was reported.